Event description:
Ref: (B)(6). These are no the same case, however there is disambiguation as to which products are associated with which case. Laparoscopic lar procedure. When the surgeon had to staple the rectum, the staples were not closed after firing. He then had to convert to open surgery, and was then able to use a ta45 instead. No patient injured, no blood loss, no tissue damage, nothing fell into cavity, no reinforcement material used. Extension of surgery time by more than 30 minutes, the procedure was changed from endoscopic to open surgery. A new endo gia ultra was used to complete the procedure. Accessories used: endo gi universal xl, lot # p4f0407x.

Manufacturer narrative:
Tracking no: (B)(4).

Manufacturer narrative:
(B)(4).